Event description:
It was reported that during the procedure, as the 2.25 x 15 mm xience nano stent delivery system was being inserted onto the guide wire, the guide wire exited in an area other than the guide wire exit port. The device was not used and there was no adverse patient effect. There was no clinically significant delay. A new same size device was used to complete the stenting procedure. No additional information was received.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Guide wire resistance was confirmed at an oval/pinched balloon marker. Returned device analysis noted that there was a hole in the soft tip 0.5 mm distal to the clear gap. The soft tip likely became torn as a result of inadvertent mishandling by the customer during loading of the guide wire. A review of the lot history record for the reported lot revealed no nonconforming material records that would have contributed to the reported complaint. A query of the complaint handling database for the reported lot revealed no other similar incidents. Upon an expanded investigation, it was determined that there was no deficiency associated with the device. There are sufficient internal detection methods and quality controls in place to capture issues related to guide wire resistance at a pinched balloon marker and the inner member.